Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain and chronic low back pain. It was reported the patient was hearing the two-tone critical alarm since (B)(6) 2019. It was noted he was due for a refill on his pump, but the doctor¿s office he tried to go to would not see him because his driver¿s license was expired. Physician listings were requested. The patient was dismissed by his doctor so is trying to find a new doctor to have his pump filled. The patient was to follow-up with the hcp. Patient symptoms were not reported. Additional information indicated the doctors on the physician listings provided were requesting a company representative (rep) be sent out to the patient¿s local doctor to do a refill and have the pump checked. Additional information was received from a consumer on (B)(6) 2019 indicated they were having trouble getting into seeing a healthcare provider (hcp). The patient went to the hcp today and they directed him to go to the waldorf office instead. No further complications were reported/anticipated or expected.